Event description:
It was reported that the user could not insert probes of hydrosil go male catheter. It was sated that the user faced these problems with 8 boxes belonging to the same batch which were delivered on (B)(6) 2022 . The user could not see any particular problem to the catheters with their naked eye. Since they could not return the probes, they threw it away. The same issue was faced by the customer earlier. Per follow-up information received from ibc on (B)(6) 2022 , stated that only 2 boxes out of the 8 boxes had the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returne

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be due to ¿outside diameter is too large (or) rough or irregular shape protrusions". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the 3. If desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize. 4. Clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat 6. Keep the catheter steady until urine stops again, until the last few drops have drained. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state down the toilet. 8. Wash hands." Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user could not insert probes of hydrosil go male catheter. It was sated that the user faced these problems with 8 boxes belonging to the same batch which were delivered on 18-may-2022. The user could not see any particular problem to the catheters with their naked eye. Since they could not return the probes, they threw it away. The same issue was faced by the customer earlier. Per follow-up information received from ibc on 29-jun-2022, stated that only 2 boxes out of the 8 boxes had the issue.